Event description:
It was reported that, when attempting to connect the catheter with the infusion port seat, the doctor found that the connection of the infusion port seat was blocked by foreign matters and could not be connected with the catheter; so he did an emergency replacement of the consumables and the operation was completed successfully. No patient injury was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.